Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified issue occurred. On (B)(6) 2024, it was reported that on (B)(6) 2024, the pediatric patient experienced a hyperglycemic event for which the patient eventually needed intravenous treatment. The parent reported that the day of the event, the patient was experiencing high blood glucose levels, however, they were not able to provide what the continuous glucose monitor (cgm) reading would have been at that moment. The parent also stated that the pump was put in manual mode as the connection with the dexcom sensor was unsuccessful. The patient was treated with insulin, but despite this the patient started experiencing symptoms of diabetic ketoacidosis (dka) and was vomiting, was nauseas, lethargic, and had elevated ketones in their urine. Due to this the patient was brought to the hospital. At the hospital the patient was diagnosed with dka and with an infection at the pod cannula site from the insulin pump. When a fingerstick was taken, the blood glucose reading was 603 mg/dl. The parent stated that intravenous fluids, insulin and potassium were administered. The patient was also given antibiotics to treat the pod site infection. According to the mother, the canula of the insulin pump had blood in it but was not bent or kinked. The patient was discharged 4 days after the event occurred. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No other details were documented, and multiple attempts to reach the parent for more information were unsuccessful. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.